Manufacturer narrative:
Method: device has been received and evaluation pending. Conclusion: device evaluation is anticipated, but has not been done. Additional manufacturing narrative: the evaluation results are pending completion of decontamination and examination. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. There are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. In this case, there are no known patient contributing factors other than this was a mitral valve implanted to the tricuspid position. The patient was a relatively young male at time of implant and is now exhibiting multiple valve disease.

Event description:
Edwards has learned that a 33mm mitral pericardial valve, implanted to the tricuspid position, has been explanted after an implant duration of approximately eleven (11) months. Review of the operative report indicates the patient had developed shortness of breath and was found to have severe tricuspid valve regurgitation. The valve was replaced and will be returned for evaluation. The operative report provided the following: the right atrium was opened and the previous tricuspid prosthesis was inspected. There was dense fibrosis around the prosthesis and also the leaflet was completely retracted causing a huge hole in the middle of the prosthesis. The prosthetic valve was removed. As there was no obvious sign of infection or no obvious cause apart from the early deterioration of the prosthetic tissue valve, the decision was made to replace the tricuspid valve with the mechanical valve. The right side left atriotomy was performed and the mitral valve was inspected. The cause of 1-2 mitral regurgitation which did not exist after the initial repair appeared to be loss of coaptation due to fibrosis of small and thin p3 tissue. An attempt was made to re-repair by extending the cord... However, there appeared to be persistent mild mitral regurgitation. As it is not possible to rule out further progression of the mild mitral regurgitation in the future in the setting of tricuspid valve replacement with a mechanical valve, at this stage the decision was made to replace the mitral valve with a mechanical valve so that he can avoid a third redo operation in the future. Patient was weaned from cpb and transferred to the ICU in a stable condition.

Manufacturer narrative:
Evaluation summary: probable cause of regurgitation was visually observed, a gap was observed in the coaptation region for all three leaflets. Host tissue was heavy on the tissue inflow and encroached onto the tissue by a greatest distance of 17mm. Host tissue was minimal to moderate at the stent inflow. Host tissue fused leaflets 1 and 3 at commissure 1 by approx 10mm, leaflets 1 and 2 at commissure 2 by approx 12mm and leaflets 2 and 3 at commissure 3 by approx 14mm, all on the inflow aspect. Host tissue folded the free margins of all three leaflets onto themselves. Free margin of leaflet 1 was folded onto itself by approx 3mm, leaflet 2 by approx 4mm and leaflet 3 by approx 5mm. Host tissue restricted mobility in the leaflets and led to stenosis. The x-ray demonstrated no visible calcification, and no visible damage to the wireform. Photos attached by complaint owner were consistent with lab findings. Method: x-ray additional manufacturer narrative: there are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation and/or stenosis. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. In this case, product evaluation has confirmed explant of this device was due to host tissue overgrowth. Unfortunately, there was no contributing factor in this young male patient's medical history except his young age and gender. If new information becomes available, a supplemental report will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.